Event description:
N/a.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer evaluated the unit and found unit would intermittently charge the batteries when plugged into ac, and sometimes not charged when plugged into ac. Replaced power cord reel(d012-00-1688-01). Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarming battery power.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.